Event description:
The pt was undergoing an attempted angioplasty. The balloon was advanced with some difficulty to the region of, but not across, the stenotic region. With attempts to withdraw the balloon somewhat and reposition the guiding catheter, some resistance was met and a snap was felt. At this time, the external balloon shaft could be moved easily without any apparent movement of the balloon marker. A surgical consultation was obtained, and it was decided that the best option for the pt was open heart surgery for removal of the foreign body and revascularization.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.